Event description:
A report was received that the patient's ipg would not hold its charge. The ipg's database was analyzed and no anomalies were noted. The patient will undergo a pocket revision.

Event description:
A report was received that the patient's ipg would not hold it's charge. The ipg's database was analyzed and no anomalies were noted. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient will no longer undergo a revision. The patient's system is working fine.